Event description:
Home infusion co had several pt reports of problem with cadd prizm infusion pumps. The pumps are either running dry (infusing more than the programmed amount) or there is more volume of solution left in the bag/container than what is supposed to. After testing the containers, process of compounding, tubing, and etc rptr called MFR of the pump and reported the problem. Sent the pumps with problem to the MFR and replaced them with brand new pumps. Smith's medical is investigating the problem.